Manufacturer narrative:
Investigation - evaluation: a review of the drawings, documentation, instructions for use (IFU), manufacturing instructions, specifications, and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements, and that the device meets the needs of the user. The device is shipped with an instruction for use (IFU) that describes the intended use; specific items are addressed such as: precautions: "care should be taken when using a wire guide through a cook tpn catheter repair set to prevent damage within the catheter.". Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported the customer had been having difficulty with the catheter and repair kits being used on this patient. This is one of 3 reports being filed for dissatisfaction of alleged cracking of the catheter in relationship to the 1st report filed under medwatch# 1820334-2016-01369. The original medwatch alleged a, ¿(B)(6) years old was being lifted out of a stroller and the catheter cut at the junction between the thin portion and the enlarged portion of the catheter. A repair kit was used on the catheter.¿ monitored the biological parameters of the child. No additional information has been provided regarding patient outcome the three additional reports are: medwatch 1820334-2016-01480 (incident #2), medwatch 1820334-2016-01478 (this report incident #3), medwatch 1820334-2016-01479 (incident#4).